Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nodules in their lungs. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to develop nodes in the lungs, lack of sleep, short of breathe, chest burns.   The device was returned to the manufacturer's product investigation laboratory for investigation. Pil/riql finds unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box in the returned unit, slight dust-like contamination on top of the blower motor, slight black contamination consistent with keratin at the air outlet of the blower box, tiny unknown white specs of contamination on the bottom the blower box. Also, a few tiny pieces of unknown black (inconsistent with degraded sound abatement foam) and white contamination on the bottom of the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed one instance of errors on the device. The manufacturer concludes that there was no evidence of sound abatement foam degradation.   Section h6 has been updated.